Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01335.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and pod coils. It was noted the patient anatomy was tortuous. During the procedure, while advancing the pod coil through the lantern, the lantern kicked back due to the tortuosity. Therefore, the pod coil was removed and the physician repositioned the lantern using a guidewire. While re-advancing the previously removed pod coil halfway through the lantern the physician experienced resistance. Therefore, the pod coil was removed. While advancing a new pod coil through the lantern the same issued occurred. Therefore, the pod coil was also removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned pod8 revealed an undamaged and a functional device. During functional testing, the device was able to advance through a demonstration lantern without an issue. The root cause of resistance during the procedure could not be determined. Evaluation of the second returned pod8 revealed an undamaged and a functional device. During functional testing, the device was able to advance through a demonstration lantern without an issue. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-01335 h3 other text : placeholder.